Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
The patient's meter was returned for an investigation. The investigation is ongoing. Unique device identifier (UDI) (B)(4). Occupation is lay user/patient.

Event description:
There was an allegation of a display issue with the coaguchek xs meter. The patient stated the results area had a faded display. The code number appeared as 499, but the code chip and test strip vial displayed 459 and the 499 appeared faded. The patient performed a display check and the display was normal. The memory was checked and the results appeared to be three digits with inr and seconds. The inr results in the memory were faded and the patient could not make out the results. The patient confirmed there was no meter abuse, the meter was stored properly, there was no contact with any moisture, and no visible damage to the outer portion of the meter.